Event description:
A report was received that patients ipg incision site did not heal properly. The patient underwent a wound debridement and re-closure of the incision and was doing well post operatively.

Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that patients ipg incision site did not heal properly. The patient underwent a wound debridement and re-closure of the incision and was doing well post operatively.